Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sensing issue could not be conclusively determined.

Event description:
During a follow up, no sensing could be seen on the atrial channel. This resulted in episodes of ventricular tachycardia being discriminated against, and no therapy was delivered. The lead was reprogrammed and the patient was stable.